Event description:
Product was found to be difficult to dispense. Gel was not hard and tip appeared clear.

Event description:
Since the alleged defect could not be reproduced internally, co's conclusion is that the doctor did not properly attach the tip to the filled syringe. Also, the directions for use state "gel should flow freely with gentle pressure. Do not use excessive force. If not , remove syringe from pt field and check for obstruction." Failure to follow these instructions could lead to the complaints of tips coming off. The directions for use also state to "discard needles after use, as needles may clog if gel is allowed to dry inside." Clogged tips could create the need for excessive force, leading to potential failure.

Event description:
The complaint could not be reproduced when return samples (where provided) and/or retain samples were evaluated. Therefore, co did not positively identify any failure mode or mechanism.

Event description:
The complainant did not provide any returned product or the lot number. No testing could be performed in the investigation of this complaint.